Event description:
It was reported that during a da vinci-assisted surgical procedure, the site contacted intuitive surgical, inc. (Isi) technical support engineer (tse) that they were facing an issue with monopolar curved scissors (mcs) instrument. An error was showing on the erbe screen. Tse viewed the system event logs and noticed an error c-34. Restarting the erbe did not resolve the issue. The procedure was completed as planned with no reported injury. Isi contacted the site and obtained the following additional information regarding this event: the surgical procedure has been completed with the original generator. The customer confirmed that only bipolar energy was working with the generator. An external generator was used for duration of five minutes to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the electrosurgical unit (esu). System tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The esu was analyzed. The unit was placed on an in-house system and was run in normal mode. Upon startup, the unit displayed c- error. The complaint was confirmed by failure analysis.